Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and replaced the computer. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while outside of a procedure, the navigation system lost touch screen functionality to both monitors. There was no patient present when this issue was identified.